Event description:
It was reported that the site of patient¿s implantable neurostimulator (ins) was infected. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Product ID 37083-20, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3987a, lot# n186249, implanted: 2009 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger. (B)(4).